Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device recorded episodes of noise and oversensing which resulted in inappropriate anti-tachycardia pacing (atp). This also resulted in pacing inhibition greater than two seconds. As a result, the rv lead was surgically abandoned and replaced. The device remains implanted. No adverse patient effects were reported.